Manufacturer narrative:
The technician replaced head and foot end casters to repair the stretcher.

Event description:
Info received indicates the foot end brakes are holding, but the casters are beginning to swivel when in brake. Head end casters are fine.